Event description:
It was reported that the patient underwent a posterolateral approach fusion at l5-s1 using rhbmp-2/acs ¿with mastograph¿ and an aleutian vertebral spacer. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient underwent: l5-s1 laminectomy l5-s1 discectomy, l5-s1 arthrodesis with insertion of interbody fusion device and interbody fusion and l5-s1 posterolateral fusion with instrumentation. Preoperative diagnosis: grade 1 spondylolisthesis at l5-s1 and intractable lower back pain. Implants utilized: k-2 mesa posterolateral instrumentation set, k2 aleutian interbody spacer, rhbmp-2/acs, bone graft autologous local bone and autologous growth factor. Per-op notes: ¿l5 was extremely low lying on the right side, and I was unsure as to whether I could get in with an interbody graft on that side, but eventually we did. With appropriate nerve root retraction, the l5-s1 interspace was exposed.¿ on (B)(6) 2008 the patient underwent explant of lumbar instrumentation. Preoperative diagnosis: intractable lower back pain secondary to instrumentation.